Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurate high as compared to the patient's feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at an unspecified date and time two months ago, the patient developed symptoms of "stomachache, backache and feelings like the brain was on fire" and two to three hours later, obtained the alleged high readings in the "600's mg/dl". The reporter stated that the patient manages her diabetes with a combination of medications: 750mg of metformin (twice a day), 34units of lantus (morning and evening) and humalog (sliding scale) and denied making any changes to the patient's normal diabetes management routine in response to the reported issue. The cca was informed by the reporter that on (B)(6) 2011 at 11:00pm, the patient was taken to the ER where she was administered with IV fluids. Half an hour to an hour after, the patient was tested on the ER's meter (unknown device) and obtained a reading in the "100's mg/dl". At the time of troubleshooting, the cca determined that the subject meter was coded incorrectly. The cca also noted that the patient does not have control solution available. No replacement products were sent to the patient. Although the patient was already symptomatic prior to the start of the alleged issue and the patient's symptoms do not meet the criteria of a serious injury, this complaint is being reported because the patient received medical treatment after the reported issue began.